Event description:
A journal article was reviewed which contained information regarding this implantable pulse generator (ipg) system. The patient was lost to follow up for six years and then presented for a routine checkup. The patient was asymptomatic. An electrocardiogram (ECG) was completed and "paced right bundle branch block pattern" was discovered. Further testing confirmed left ventricular (lv) lead dislodgement. Since the patient was asymptomatic, the physician only prescribed anticoagulation therapy. There was no plan for intervention for the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly.without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: malplacement of endocardial pacemaker lead in the left ventricle. Med. J. Armed forces india. 2014;70(1):76-78. Concomitant: product ID 4592 atrial lead implanted: 2006-02-28. (B)(4).